Event description:
It was reported that during a hemicolectomy procedure, the instrument could not be opened. It was not on the tissue. A like device was used to complete the case. There was no reported patient consequence.